Manufacturer narrative:
H11: additional manufacturer narrative: in this case, the customer was not willing to provide any further information on this event. Therefore, no additional information on device current location was given. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from china that a patient with a valve model 6900ptfx29 implanted in the mitral position required a reintervention after an implant duration of ten (10) days due to moderate-to-severe reflux caused by suture looping. As reported, the issue was not related to a product quality issue.

Manufacturer narrative:
H6: investigation findings and investigation conclusions. H11: additional manufacturer narrative the device was not returned for evaluation; therefore, the event could not be confirmed. Suture looping occurs when the surgeon inadvertently wraps or entangles a suture over one of the commissural posts during bioprosthetic valve implantation. This generally occurs because the commissure posts are on the distal (blind) side of the device while lowering/advancing the valve to the mitral annulus during implantation, and the suture used to attach or mount the bioprosthetic valve to the heart tissue loops around the inside of one of the commissure post tips. Alternatively, additional sutures, which may be used to more securely attach the valve in place after uneventful, proper advancement/placement, can inadvertently get looped around a commissure post due to obstructed visibility. Limited visibility of the distal commissure posts may be exacerbated by minimally invasive surgeries, where incision sizes are small. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The root cause is procedural factors.